Event description:
Customer reported the panorama central station intermittently froze, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's mother board and rebooting. System was safety tested to factory's specifications.